Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl, with exact values unknown as the display showed "high." The customer took no corrective action at the time, but a replacement pump was sent to them due to the same issue. The caller was instructed to set up the replacement pump and advised to contact support again if further assistance was needed. Additionally, it was confirmed that the customer had manual injections available as an alternative method.